Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette leaked. This was observed during filling of peritoneal dialysis (pd) therapy. The leak came out of the patient line (area where patient line connects into the cassette); a "break" was observed on the patient line. Therapy was stopped and new supplies were used to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted that there was damage to the patient adapter and tubing junction near the heat seal. Functional clear passage testing was performed with no issues noted. Leak testing revealed a leak at the damaged patient adapter and tubing location. The reported condition was verified. The cause of the condition was related to the assembly during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.